Event description:
The facility's nurse mgr reported a 100ml bag of robaxin with a concentration of 500mg in 100ml was programmed to infuse as a primary infusion at a rate of 105ml/hr with a volume to be infused of 105ml. The infusion was intended to take approx 1 hour but approx 20 minutes after the infusion was started, the nurse went to check on the pt and the bag was already empty. No medical intervention was needed and no pt injury resulted. The tubing product code and lot number is not known and it is not available for eval, it was discarded. No specific pt info was provided. The nurse mgr noted the warning labels are affixed to all of their pumps and they are aware of the importance of proper set loading.